Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred at an unknown event. There were no reports of patient harm.

Manufacturer narrative:
Adding information on g2 as it did not transfer to mw.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reported "no image" issue was confirmed to be due to a defective main board. Based on the results of the investigation, the definitive root cause of the defective main board could not be determined. Olympus will continue to monitor field performance for this device.